Event description:
Patient applied a new pod in the morning following prior pod removal due to a hazard alarm. During the same day, patient experienced persistent hyperglycemia with blood glucose levels up to approximately 40 mmol/l (720 mg/dl), despite bolus and correction doses. Patient reported associated vomiting, diarrhea, tachycardia, and elevated blood pressure (200/110). Due to inability to control blood glucose, emergency medical services were contacted, and patient was admitted on (B)(6) 2026. Patient was discharged and re-presented via ambulance on (B)(6) 2026 with ongoing symptoms, resulting in hospitalization for approximately 8 days until (B)(6) 2026. Insulin was administered in the hospital, and pod therapy was discontinued. This narrative reflects the second reported event. No specific diagnosis beyond high blood glucose was reported. (Insulet reference numbers: (B)(4)).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time, and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. "[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. "[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.